Manufacturer narrative:
Additional pro code: ocl. This complaint is derived from the literature article titled: "safavy, s., jabaji, r. B., lu, s. M., slezak, j. M., cosmatos, h. A., williams, s. G., & finley, d. S. (2019). Salvage cryoablation for radio recurrent prostate cancer: initial experience at a regional health care system. The permanente journal." Perm j 2019;23:18 to 153, https://doi.org/10.7812/tpp/18-153. Publication date: jan 2020 - default to first day of the month, 01 jan 2020.

Event description:
It was reported via journal article that during a prostate cryoablation procedure, a patient died from a pulmonary embolism. The published literature article: "salvage cryoablation for radio recurrent prostate cancer: initial experience at a regional health care system" by safavy. Et al. 2019 is a retrospective, single-centre review of 75 patients who received cryoablation treatment for prostate cancer with either galil (galil medical) or endocare (endocare/healthtronics inc). The following complications were reported: 2 rectal fistulas, (2.7%), 5 urethral strictures (6.7%), 19 patients with stress urinary incontinence requiring at least 1 pad per day (25.3%), and 1 death caused by a pulmonary embolism (1.3%). The reported death event was noted to have occured perioperatively in the article discussion. No device malfunctions were reported in the article.

Manufacturer narrative:
Updates or correction to the following fields: b5: describe event or problem. H6: patient codes. D2: additional pro code: ocl. This complaint is derived from the literature article titled: "safavy, s., jabaji, r. B., lu, s. M., slezak, j. M., cosmatos, h. A., williams, s. G., & finley, d. S. (2019). Salvage cryoablation for radiorecurrent prostate cancer: initial experience at a regional health care system. The permanente journal." Perm j 2019;23:18 to 153, https://doi.org/10.7812/tpp/18-153 publication date: jan 2020 - default to first day of the month, 01 jan 2020.

Event description:
It was reported in published literature that, during a prostate cryoablation procedure, a patient died from a pulmonary embolism. The published literature article: "salvage cryoablation for radiorecurrent prostate cancer: initial experience at a regional health care system" by safavy. Et al. 2019 is a retrospective, single-centre review of 75 patients who received cryoablation treatment for prostate cancer with either galil (galil medical) or endocare (endocare/healthtronics inc). The following complications were reported: 2 rectal fistulas, (2.7%), 5 urethral strictures (6.7%), 19 patients with stress urinary incontinence requiring at least 1 pad per day (25.3%), and 1 death caused by a pulmonary embolism (1.3%). The reported death event was noted to have occured perioperatively in the article discussion. No device malfunctions were reported in the article. The complications described are not noted to be serious in nature nor have required intervention to prevent serious injury. Medical review noted that the harms and their associated severity are covered under the existing labelling for cryoablation products.

Event description:
It was reported in published literature that, during a prostate cryoablation procedure, a patient died from a pulmonary embolism. The published literature article: "salvage cryoablation for radiorecurrent prostate cancer: initial experience at a regional health care system" by safavy. Et al. 2019 is a retrospective, single-centre review of 75 patients who received cryoablation treatment for prostate cancer with either galil (galil medical) or endocare (endocare/healthtronics inc). The following complications were reported: 2 rectal fistulas, (2.7%), 5 urethral strictures (6.7%), 19 patients with stress urinary incontinence requiring at least 1 pad per day (25.3%), and 1 death caused by a pulmonary embolism (1.3%). The reported death event was noted to have occured perioperatively in the article discussion. No device malfunctions were reported in the article. The complications described are not noted to be serious in nature nor have required intervention to prevent serious injury. Medical review noted that the harms and their associated severity are covered under the existing labelling for cryoablation products.

Manufacturer narrative:
Updates or correction to the following fields: g1: manufacturer information. D3: manufacturer address. This complaint is deived from the literature article titled: "safavy, s., jabaji, r. B., lu, s. M., slezak, j. M., cosmatos, h. A., williams, s. G., & finley, d. S. (2019). Salvage cryoablation for radiorecurrent prostate cancer: initial experience at a regional health care system. The permanente journal." Perm j 2019;23:18 to 153, https://doi.org/10.7812/tpp/18-153 publication date: jan 2020 - default to first day of the month, 01 jan 2020. The reported adverse event is identified in the product labelling as a potential adverse event, and the associated risks are covered in the product's risk documentation. Medical review shows that the harm is anticipated, and the associated severity are covered in the existing labelling.